Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 229 mg/dl. Although troubleshooting pointed toward a blockage at the infusion set site, customer maintained that issue was due to the pump and not the infusion set. Reportedly, the customer continued to use the pump for insulin therapy.